Manufacturer narrative:
Complete event site name: (B)(6) hospital. Event site postal code: (B)(6). Event site telephone: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #: (B)(6). Device not returned.

Event description:
It was reported that the sheath was damaged and the intra-aortic balloon membrane was unfolded. A new iab was used to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded no visible blood on the exterior of the catheter. The getinge sheath was returned separately and attached to a dilator. After the dilator was removed from the sheath, the tip of the sheath was found to be crimped and the dilator had a curved appearance. A separate dilator was returned. The competitor sheath was also returned attached approximately 14.9cm from the iab tip. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. The reported event was confirmed by the evaluation. We are unable to determine when this may have occurred. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).